Event description:
It was reported that during incoming inspection, the sterile package was damaged. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: japan.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Visual inspection confirmed the outer package was bent and damaged as well as the tyvek tray. The sterility of the tray was compromised due to the denting of the plastic. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to transport/storage issue. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.